Event description:
One week ago, reporter assisted user with contact lenses. User put in right lens first. User immediately started screaming to "take it out". Reporter washed hands then they put in left lens. Again the user screamed due to burning sensation. Removed lens, called doctor. Eyes blood red, swollen shut. Rinsed eyes, applied ice pack as directed. One hour later user's symptoms much reduced - slight redness. Slight burning sensation and swelling went away. Reporter states followed instructions exactly - soaked lenses 6 hour, no. Final rinse per instructions. Reporter concerned that instructions are incomplete.